Manufacturer narrative:
Event date corrected from (B)(6) 2013. (B)(4).

Event description:
It was further reported that jailing occurred in the second obtuse marginal (om). The study stent which had jailed the om2 branch was responsible for the 80% stenosis at the ostium of om2.

Event description:
It was further reported that the index target lesion was in the 2nd obtuse marginal, not the left circumflex as previously reported. At the time of event the subject presented due to worsening angina with nocturnal pain ((B)(4) cardiovascular society ((B)(4)) classification- IV) and was hospitalized on the same day. An ECG was performed which was abnormal with inverted t waves in inferior leads, nsst changes laterally and poor r wave progression.

Event description:
(B)(6) clinical study. It was reported that post coronary stenting treatment procedure, unstable angina and revascularization occurred. In (B)(6) 2013, the subject presented unstable angina and was referred for cardiac catheterization. It revealed one target lesion. The lesion was located in the proximal left circumflex (lcx) with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x16 mm promus element plus stent, with 0 % residual stenosis. The subject was discharged with aspirin and clopidogrel 2 days post procedure. In (B)(6) 2013, the subject experienced unstable angina and was hospitalized. 85% in-stent restenosis of previously placed study stent located in the proximal lcx was treated with balloon angioplasty and placement of a 3 x 16 mm promus element des stent, with 0% residual stenosis. The event was considered as resolved.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).